Manufacturer narrative:
Evaluation revealed the force sensor assembly was physically damaged. The pump was rewound and loaded with no alarms occurring.

Event description:
Evaluation revealed the force sensor plate was physically damaged.